Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved after removing the scope, flipping the orientation, and reseating the instruments. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the site said the image orientation was backward. The technical support engineer (tse) instructed the site to remove the scope and flip the orientation, as well as to reseat the instruments. Following these actions, the image returned to normal, and the instrument movement was intuitive. The procedure was completed as planned with no reported injury.